Event description:
It was reported that bd alaris smartsite low sorbing secondary set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Staff are noticing an increase in kinks in secondary sets, whereby the infusion in dripping and secondary check has occurred and then all of a sudden it will slow down or won¿t drip anymore. To ensure lines stay straight staff have been taping to the side of the IV pump these tubing are filled with systemic therapy, mostly chemo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
The customer reported tubing kinked, and returned one photo of material 10014881, lot 24029421. There is no physical sample available for investigation. The photo verifies the report of tubing kinked, just below the drip chamber. The manufacturing site found the root cause for the kinking issue to be related to excessive solvent applied to the tubing junction during the assembly process. A quality alert was created on (B)(6) 2025 to communicate the failure and reinforce the solvent application method and correct coiling to avoid kink. Device history record review for model 10014881 lot number 24029421 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 10014881. Batch#: 24029421. It was reported by the customer that they noticing an increase in kinks in secondary sets, whereby the infusion in dripping and secondary check has occurred and then all of a sudden it will slow down or won¿t drip anymore. To ensure lines stay straight staff have been taping to the side of the IV pump these tubing are filled with systemic therapy, mostly chemo. Verbatim: rcc received a complaint via email. Email(s) attached. Staff are noticing an increase in kinks in secondary sets, whereby the infusion in dripping and secondary check has occurred and then all of a sudden it will slow down or won¿t drip anymore. To ensure lines stay straight staff have been taping to the side of the IV pump these tubing are filled with systemic therapy, mostly chemo lot # 24029421 secondary tubing.